Event description:
Caller alleged imprecision with inratio. Results as follows: first inr = 7.2, second test inr = 6.4; third test inr = 4.8.

Manufacturer narrative:
Inratio precision date provided by end-user lot #060452/020685: first test inr = 7.2, second test inr = 6.4; third test inr = 4.8 mean = 6.13; sd = 1.22; %cv = 19.9%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.